Manufacturer narrative:
The company service representative examined the system and replaced the power potentiometer assembly. The power potentiometer assembly was sent in house for testing. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional information becomes available.

Event description:
The nurse reported the system shut off automatically and displayed a system message forty-five minutes into the case. The surgery was completed, but the laser portion was not completed. Multiple attempts were made for patient status with no response to date.